Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 42022ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 42022ud00 is within established limits, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 42022ud00 was identified.

Manufacturer narrative:
Patient identifier: sids: (B)(6). This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for a 50-year-old female patient. The same sample was repeated three hours later which generated a lower result. A second sample was obtained, and the result was also lower. The following data was provided: customer¿s normal range/cutoff is 3.7 ng/l. On (B)(6) 2022 sid (B)(6) initial result = 27.0 ng/l, repeat result = 0.4 ng/l. On (B)(6) 2022 sid (B)(6) (second sample) initial result = 0.7 ng/l, repeat result = 0.8 ng/l no impact to patient management was reported.